Manufacturer narrative:
The device has not been returned for further evaluation. As additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the device has an issue of letting air pass the cassette and not alarming. It was also reported that there was no alarm sound or message displayed when the event occurred. The device reportedly sounds a recognition beep when powered on and the pump gives out a sound when keys are pressed. There was patient involvement, however, no patient harm was reported.

Manufacturer narrative:
H10: the device was received for testing on 8/26/2020. The customer's complaint that the device failed to detect air in line without alarming was not confirmed. The device passed the self-test. A protocol to try and induce air detection failure was performed. Each time the cassette sensed air, it alarmed without letting any air pass through to the distal side. No probable cause was found.